Event description:
Ous MDR - the outer covering material peeled away from the wire surface. Mostly this material produced thrombosis of the left circumflex. This is all of the information provided to us. The guide wire was not returned for analysis. Should additional information become available, this event will be updated.

Manufacturer narrative:
The corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was not returned for technical investigation. Further, the provided angiographic material was reviewed. The review of the specific device history record (DHR) for the product detailed above verified that the guide wire was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The device was in accordance with the specifications at the time of delivery. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. Laboratory simulations showed that external environmental conditions which exceed the specified storage conditions (<40¿c, store in a dry location) might lead to a weakening of the adhesion of the ptfe coating. Galeo products that are kept at the specified storage conditions (<40¿c, store in a dry location) are functional and non-defective.